Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular dysfunction. The reported event cannot be confirmed since the device is not available for evaluation. However, this event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without svd and/or nsvd. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Additional information regarding this event is currently being requested from the healthcare provider. If any new information is received, a supplemental report will be submitted accordingly. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported that this valve was explanted after an implant duration of 10 years and 9 months due to unknown reasons. Another edwards bioprosthetic valve was implanted in replacement. No other details provided.